Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by arjountleigh (B)(4) on behalf of the importer (B)(4). When reviewing similar reportable events for slings, we have found a number cases with similar fault description (loop stitching inside of loop failed). The trend observed for reportable complaints with this failure mode on slings is considered to be low and stable. We were able to find a deficiency with the sling, it was confirmed by the arjohuntleigh rep that the slings' yellow loop on the attachment had failed at the stitching. This means that the sling was not up to specification when it was inspected. The sling was not being used for pt handling the fault was found before use. From our evaluation it appears that the initial cause of the reported event was improper pt and sling handling: most probably a failure to check for obstructions. The need for this check is clearly stated in instruction for use (mmx15030.en) for an exemplary device for which the sling might be used: the minstrel device IFU is clear in stating in the "trouble shooting" section: problem description "when the raise button is pressed, the minstrel makes a noise but the jib or the pt does not move upwards. "Possible cause "an obstruction is blocking the jib. "Resolution" remove the obstruction and check the hoist thoroughly for damage before continuing the lifting cycle. The sling IFU currently used max81687-m-int issue 7 contains the crucial info: "it is essential that the sling attachment cords, the slings, their straps and the attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." We have not been able to find any contributing mfg anomalies. The rec'd info and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk. The complaint decided to be reportable in abundance of caution.